Event description:
Thoracic surgeon removed plates placed on rib fractures 1 year earlier that he felt were defective. (Cracked/fractured). Pt took explanted plates home with him. MFR rep was in the operating room at the time of removal. Dates of use: initially implanted (B)(6) 2017; removed and replaced (B)(6) 2018. Diagnosis or reason for use: rib fracture, plates used for stabilization.